Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and the rv lead was tested with a pacing system analyzer where an out of range measurement was still observed. The rv lead was abandoned and replaced. There were no additional adverse patient effects reported.